Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on the shock channel and ventricular electrograms of this defibrillation lead. This noise is not reproducible. No pacing inhibition and no patient symptoms associated with this clinical observation.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed possible causes. Further information noted that this cause was diaphragmatic oversensing in which the sensitivity was adjusted to least and tested safely with defibrillation threshold testings. As of today, the available information suggests these products remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. It was later reported the noise continues with this lead and the current cardiac resynchronization therapy defibrillator (crt-d). The physician is suspecting diaphragmatic oversensing. Both products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
This issue still persists. Pacing inhibition has now been noted. The patient is being further evaluated by the physician. Resolution has been requested from the field representative.

Manufacturer narrative:
The representative later reported that the physician continues to believe it is diaphragmatic oversensing for very brief moments and opted no changes at this time.